Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when this patient arrived for her appointment for the pump disconnect, the drug cassette was empty and the patient stated that the pump had not been beeping until expected and had a red screen, as expected. When the registered nurse checked the res vol screen, it indicated that most of the drug was still in the cassette and had approximately 43 hours to run. This is a 46-hour pump. Although it is felt that the patient received the fluorouracil appropriately, the res vol and duration screens did not make sense. No additional information available. No patient injury.

Manufacturer narrative:
No product was returned. No product was returned. The investigation determined the most probable cause to be an issue with the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6).